Event description:
It was reported that the patient experienced coupling and or communication issues. An ins overdischarge was suspected. Patient education issues were the primary reason for overdischarge. The patient also reported that she has health issues and stated she has memory issues. The last time any stimulation was felt was close to 3 months ago. The last successful recharging session was 2 to 6 months ago. The patient did not remember having a follow up appointment with her hcp after implant, and stated that at some point she thinks the ins may have flipped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3888-28, lot# l37573, implanted: 1996-(B)(6), explanted: na; extension model 7495-51, serial# (B)(4). Implanted: 1996-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).